Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The phenomenon was due to the failure of the serial digital interface (sdi) driver on the circuit board. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since this event was confirmed at the time of installation of the product, the sdi driver failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, it is presumed that this event was not a defect related to the design/manufacture of the equipment, but a defect caused by the handling at the time of installation of the equipment: - in order to prevent static electricity from being charged before unpacking the product, the sdi cables included with the main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking. - the defective product was a circuit board that controls the sdi-output which underwent a design change to enhanced static electricity resistance.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that an image was not present upon installation of the device. There was no patient injury or harm, associated with the problem, reported to olympus.